Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture during routine follow-up one day after initial implant. Further examination showed that the lead had dislodged. As a result a revision procedure was performed, wherein the physician elected to remove the lead and replace it. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture during routine follow-up one day after initial implant. Further examination showed that the lead had dislodged. As a result a revision procedure was performed, wherein the physician elected to remove the lead and replace it. No additional adverse patient effects were reported.